Manufacturer narrative:
Device evaluation - the suspect device was returned to merit for evaluation. The device was examined visually and the complaint was confirmed. The hub was detached from the stiffened dilator tubing. Performance testing was done on ten units from the same lot and results were within acceptance standards. Although the root cause of the failure could not be determined, it is possible that during manufacture the end of the dilator was not positioned fully in the mold prior to molding the hub. An inspection step which measures the length was implemented in december 2008. This inspection should prevent the described potential mold issue and is occurring for all manufactured units. Merit will continue to monitor and trend this complaint.

Event description:
The complainant reported that during a procedure, the hub separated from the introducer/stiffened dilator. The physician was able to maintain access and remove the dilator safely (the hub was outside the body when it broke). No patient harm or injury was reported.